Event description:
A medtronic representative reported the screw on an open spine clamp stripped during a spine procedure. A needle driver was used to tighten down the clamp and the procedure continued with the use of navigation. There was no impact on patient outcome.

Manufacturer narrative:
Replacement open spine clamp shipped to site (B)(6) 2013. Medtronic evaluation of suspect device finds the adjustment screw threads are in good condition, as well as, the screw head with the exception of tool marks around the screw head. Medtronic representative was able to insert a hex head screwdriver to tighten and release the clamp without issue. There was no slippage on the screw head or threads. No problem found, this device is fully functional.